Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 occlusion alarms occurred during basal delivery. Customer resumed insulin delivery and subsequently changed pump supplies to clear occlusion. Customer's blood glucose was 280 mg/dl.